Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels ranging from 30-40 (mg/dl). Reportedly, the suspected cause of the low bgs were due to the pump settings. The customer received assistance from contact in obtaining carbohydrates to treat low bgs. Recommendation was made to consult with health care provider regarding diabetes management.